Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
Upon reassessment of the reported event based on the additional information received, this product is determined to be not reportable. The initial report was submitted in error and needs to be voided.

Manufacturer narrative:
Upon reassessment of the reported event based on the additional information received, this product is determined to be not reportable. The initial report was submitted in error and needs to be voided.

Manufacturer narrative:
(B)(4). A medwatch for this event was previously sent on 0001822565-2018-05682, but the MFR number has been corrected and will now be sent on 0002648920-2019-00338. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05215, 0001822565-2018-05216, 0002648920-2018-00741, 0002648920-2019-00338, and 0001822565-2018-05683. Concomitant medical products: femoral component size c left catalog#: 00599601351 lot#: 60357276, articular surface size cd 12 mm height catalog#: 00596203012 lot#: 60481258, stemmed tibial component precoat size 3 catalog#: 00598003701 lot#: 60654639, taper stem plug catalog#: 00596009900 lot#: 60661496. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient has recently experienced pain, swelling, and limited range of motion. No revision procedure has been reported.